Manufacturer narrative:
Qn #(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and potentially relevant findings were identified. It cannot be determined if the findings were relevant to the reported event without the device returned for evaluation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the peel away sheath broke on removal from the patient. The white tabs broke off the sheaths while the radiologists were 'peeling' the sheaths to remove them. All parts of the sheath were removed, and no further medical intervention was required. PICC insertion was successful. Associated complaints 9680794-2024-00865, 9680794-2024-00932, 9680794-2024-00931 and 9680794-2024-00930.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the peel away sheath broke on removal from the patient. The white tabs broke off the sheaths while the radiologists were 'peeling' the sheaths to remove them. All parts of the sheath were removed, and no further medical intervention was required. PICC insertion was successful. Associated complaints 9680794-2024-00865, 9680794-2024-00932, 9680794-2024-00931 and 9680794-2024-00930.